Manufacturer narrative:
The rapid infuser and associated 3-spike disposable set were returned to belmont medical technologies for investigation. Upon receipt, the disposable set showed clotting in the heat exchanger which caused high temperature damage as reported. Upon follow up with the user facility, it was reported that blood and frozen plasma were administered, but the type of procedure could not be provided. It is difficult to draw a conclusion regarding the cause of blood coagulation at this time. The only known cause of coagulation in citrated blood is the addition of calcium-containing products; these products are contraindicated as they may lead to clot formation inside the heat exchanger, which can block blood flow and result in an over temperature/overheating issue. The user facility was unable to provide the lot number of the disposable set, therefore review of a specific library/retain sample and batch record information is not possible. The rapid infuser hardware device performed according to our specifications upon receipt. The manufacturing and repair records for this serial number were reviewed and no anomalies were identified. No patient injury was reported. Belmont will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
The user facility reported that there was an "overheat incident" involving a rapid infuser, ri-2 during a case in the or on (B)(6) 2020; the disposable set was deformed due to excessive heat.